Event description:
As reported, approximately two years post initial left side tka, this male patient was brought back with left knee startup pain. The poly was removed. The femur was checked and found to be loose. The tibia well fixed. The patient was revised with a size 5 logic cc femur with a 24x120 stem, a 2mm offset coupler, and a size 5 15mm insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos or x-rays. The devices will be return.

Manufacturer narrative:
Concomitant medical products: truliant tib imp psc insert sz 5, 13mm (cat# 02-022-44-5013 / (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and pain. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.